Event description:
It was reported that during a moderately tortuous, heavily calcified, anterior tibial artery stenting procedure 5 french non-abbott guide catheter was inserted. An xpert stent was implanted without any reported issues. As another xpert (4 x 30 x 135) stent delivery system (sds) tip was being inserted into the non-abbott guide catheter, the stent was found flowering in appearance. The xpert sds was removed from the non-abbott guide catheter and with removal the stent fully deployed, outside the patients anatomy and the non-abbott guide catheter. The xpert sds was set aside and another xpert (4 x 20 x 135) sds was chosen for the procedure. As the new xpert sds tip was being inserted into the non-abbott guide catheter, the stent was again found flowering in appearance. The xpert sds was removed from the non-abbott guide catheter and again with removal, the stent fully deployed outside the patients anatomy and the non-abbott guide catheter. The non-abbott 5 french guide catheter was changed to a non-abbott 6 french guide catheter and a non-abbott sds was used successfully for the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) indications for use. Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. The resistance with the guiding catheter could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xpert biliary self expanding transhepatic biliary stent system instructions for use states: the xpert self-expanding transhepatic biliary stent system consists of a selfexpanding stent (xpert biliary stent) integrated into a delivery system, intended for use in the palliation of malignant strictures in the biliary tree. Based on the reviewed information, no product deficiency was identified. The additional xpert referenced being filed under a separate manufacturing report number.

Event description:
It was reported that during a moderately tortuous, heavily calcified, anterior tibial artery stenting procedure a 5 french non-abbott guide catheter was inserted. An xpert stent was implanted without any reported issues. As another xpert (4 x 30 x 135) stent delivery system (sds) tip was being inserted onto the guide wire, the stent was found flowering in appearance and the xpert stent was not loaded onto the guide wire. The xpert stent fully deployed, outside the patients anatomy. The xpert sds was set aside and another xpert (4 x 20 x 135) sds was chosen for the procedure. As the new xpert sds tip was being inserted onto the guide wire, the stent was again found flowering in appearance and not loaded onto the guide wire. The xpert stent fully deployed, outside the patients anatomy. The non-abbott 5 french guide catheter was changed to a non-abbott 6 french guide catheter and a non-abbott sds was used successfully for the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xpert biliary self expanding transhepatic biliary stent system instructions for use states: the xpert self-expanding transhepatic biliary stent system consists of a self expanding stent (xpert biliary stent) integrated into a delivery system, intended for use in the palliation of malignant strictures in the biliary tree. Based on the reviewed information, no product deficiency was identified.